Event description:
During prep, prior to inserting in the patient, leaking was noted coming out of a small hole at the distal part of the delivery tube (near the coil) of the dcs complex fill delivery system. There was no patient injury and the product was discarded. After removing from the package, the product was free of any anomalies (kinks, bends, cracks, fractures, etc). During flush, pressure was applied to the syringe to blue (purge) zone, but pressure could not be kept for 60 seconds because of leakage from a hole. The hole was on the delivery tube. The fluid was leaking from the distal part of the delivery tube, from the gripper area 2-3mm short of the coil. The pressure was applied with the syringe, but was not able to be maintained due to the leakage. The pressure applied on the syringe was the recommended pressure in the (IFU) information for use. After purging, the syringe was taken back to position #2 orange (neutral) zone, and the leakage stopped. The coil remained on the delivery system. Prior to discarding the product, the physician attempted to detach the coil outside of the patient and it successfully detached. The product was discarded.

Manufacturer narrative:
There are no identified procedural factors contributing to the report of the trufill dcs system leakage that occurred during prep. It is not knownn if the leakage was from the purge hole or from another hole in the gripper. Because the product was not returned from analysis, no conclusion can be made. The device history review performed for this lot showed that this lot of products met all requirements per the applicable mqp (manufacturing quality plan), including functional test.